Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the carton of bd nexiva¿ closed IV catheter systems had no label. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about missing label on a carton. The customer reported as follows: when opening a pack containing four cartons, no label was affixed to one carton only."